Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6. The cmp was confirmed. Visual inspection of returned device exhibits signs of repeated use (nicked and gouged) and has fractured into 2 pieces (one of the tabs has fractured off). All pieces returned. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The features of the fracture surface visually align with summary of failure analysis of knee impactor fractures in which an overload fracture failure mode was identified. Review of the device history record identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Review of complaint history identified additional similar complaints for the reported item and one additional complaint for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Medical records were not provided. The lot has been in the field for approximately 6+ years. It is unknown for how many times the device is being used. The root cause can be contributed to normal wear and tear of device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported that the tibial impactor fractured. There was no patient impact as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4) product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.